Event description:
The advocate stated the customer received a blood glucose reading of 400 mg/dl from her contour and a reading of 147 mg/dl from another contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate did not have the test strips with her at the time of the call. No product is being returned at this time. A replacement meter was sent to the customer.